Manufacturer narrative:
Additional information: d11 the device was intended to be used during treatment and was not returned for evaluation. There were also no photos returned of the device. There was no serial number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review was performed and found 19 reports of the issue. This issue will continue to be monitored. The failure mode is identified in the risk file. The surgical technique guide released at the time of the complaint (pn (B)(4). Rev#c) provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable., etc. Since the reported event was related to a component failure, there is no indication in this complaint that the user did not follow the IFU. A relationship between the device and reported event has not been established. A factor that could have contributed to the reported issue is if the ups was not fully charged or there was a loose connection to the siu or ups. However, without the device for evaluation, the reported event cannot be confirmed. Therefore, the root cause of the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No clinical/medical documentation has been provided for this investigation. The impact to the patient beyond the delay is likely none.

Event description:
It was reported that, during a tka surgery, the navio unit keep showing: "an error occurred during initialization: internal power system comm connection error. (Errcode = 4)". As the system did not run and the problem was not be solved by troubleshooting, the procedure was performed with manual instruments. The patient outcome is unknown.